Event description:
Patient in surgery for cystoscopy (right retrograde, right ureteroscopy) with the use of holmium laser. Surgery team used a 400 micron fiber, and it did not have enough room on the tip. The doctor requested a 2nd one, and had the same issue. A 3rd one was opened, and it was better. Laser tech described that it needed to be cut and cleaved. No adverse outcome for patient. No significant delay.